Event description:
A customer reported that the equipment was occluding frequently during a cataract intraocular lens implant procedure. The procedure was completed with the same equipment and accessory, following a delay of eight minutes. The pt experienced ¿transitory corneal edema.¿ add¿l info has been requested but has not been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).